Manufacturer narrative:
Batch review performed on 06 november 2018; lot 146331: (B)(4) items manufactured and released on 23 january 2015. Expiration date: 2019-12-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d product manager on october 24, 2018 from the visual preliminary investigation, it is possible to see proximal hydroxyapatite layer still intact, while more distally has been absorbed. This is in line with the proximal mobilization diagnosis, highlighting no bone growth and attachment in the proximal zone. Clinical evaluation performed by medical affairs manager on october 25, 2018; hip revision occurred 3 years after primary cementless total hip arthroplasty. In the radiographic images provided, radiolucent lines in gruen zone 1, 2, 6 and 7 and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed due to stem loosening after 3 years from the primary surgery.

Manufacturer narrative:
Visual inspection performed on (B)(6) 2018 by r&d project manager. Visual inspection shows a situation in line with revision cause (distal mobilization diagnosis). Hydroxyapatite layer in the distal part has been absorbed while on the rest of the femoral stem is still visible.